Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer¿s blood glucose level was 216 mg/dl. Customer was also reported that he was able to rewind the insulin pump and was able to successfully clear the alarm. Fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.